Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Pelvisoft acellular collagen biomesh was reported to be used/implanted during this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Concomitant therapy: pelvisoft. The reason for mesh implantation: stress urinary incontinence, pelvic organ prolapse. The procedure performed: gyn-anterior/posterior repair. Complications post mesh placement: pain, erosion, extrusion, urinary problems, bleeding and dyspareunia.